Manufacturer narrative:
Product labeling clearly state the expected aes with product use in the warning section shown below. Warnings: the development of postoperative edema may cause skin shearing, skin blistering, or loss of tape adhesion to occur at either end of the strip. Application of any surgical tape or adhesive skin closure may result in skin stripping upon removal. As with all adhesive products applied to the skin, a small percentage of individuals may experience hypopigmentation of hyperpigmentation following removal. Occasional cases of mild acne and folliculitis have been observed in testing on healthy volunteers.

Event description:
On (B)(6) 2009, it was reported that a pt had a breast biopsy and incision was closed with steri-strips and tegaderm provided in the steri-strip wound closure system. Blisters developed and then cellulitis. Pt consulted plastic surgeon on (B)(6) 2009 and was treated with silvadene and bactrim. Pt developed hyperpigmentation and is being watched by plastic surgeon for 6 months to be followed by treatment with laser.